Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed and the reported failure (error m-02-7 on start and mono energy activation) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mechanical engineer (me) contacted the technical support engineer (tse) to state that the neural pad was not recognized. The me stated that this issue occurred only in vio dv. The customer had already used a backup neutral pad, but the problem persisted. The tse advised him to moisten the patient skin or to check with me's skin, but not resolved. The me requested us to check the system, along with another error m-02 issue. The tse accepted it and dispatched the fse. Intuitive surgical, inc. (Isi) followed up with the mechanical engineer (me) and obtained the following additional information regarding the reported event: the issue was identified during the procedure, and the ports were placed. It is unknown if the system functionality was checked upon powering on the system. They didn¿t inspect the ground pad since there was no patient. The system initially had no errors, and then after restarting the iesu, error m02 was displayed. Dvstat was contacted for troubleshooting. Full troubleshooting did not occur. After the call, the field service engineer (fse) was dispatched to take care of the malfunction. The problem was resolved by using an external generator. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.